Manufacturer narrative:
It was reported that the balloon valve detached and the urinary catheter came out of the patient. It is unknown how long after insertion this incident occurred. When the urinary catheter was noted to be out of the patient, a new urinary catheter was inserted without further incident. No adverse patient impact or effect was reported to the manufacturer. The reporting facility no longer had a sample available to be returned to the manufacturer for evaluation and was unable to provide any product information to the manufacturer. A root cause for the reported incident was unable to be determined at this time. Due to the reported need for medical intervention to insert a new urinary catheter, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the balloon valve detached and the urinary catheter came out of the patient.